Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at rated pressure for 15 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.